Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing slight right hip pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.